Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door 4 required maintenance. A field service engineer found that the latch was not opening and identified the control board as the main issue. The tower door control board was replaced, and the latch was preventatively changed to the new style latch. Upon completion, the tower was configured by copying the configuration from the old tower onto the new card. The latch on tower door four was changed preventatively to the new style latch, all other doors and lights were tested, and all shelf clips were checked. The device worked as expected. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower, door 4 required maintenance. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.